Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed openings striated on anterior and posterior side assessed as surgical damage.and missing piece of shell assessed as inconclusive. Broken striated on anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV. The device has been explanted. This relates to the right side.